Manufacturer narrative:
It was determined that the back hinge had broken where the recline actuator attaches. This failure is what allowed the back to fall as reported. Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. This chair will be updated using the newer style part.

Event description:
Received report that client was in seating when the back gave way putting the client into a full recline position. Reports of minor injuries having been sustained as a result of this event.